Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# va0p1jz, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The consumer reported that the device was not working so well and was having accidents. It was also noted that the patient programmer was not powering on. Troubleshooting was limited due to lack of access to product. The patient was indicated for urinary dysfunction/ sacral nerve stim and gastrointestinal/ pelvic floor. No further information was provided. If additional information is received, the event will be updated.